Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. As received, a complete lead without a stylet was returned in one piece with all four tines intact and undamaged. A stylet could not be fully inserted inside the lead due to blood found clogged in the inner coil. The cause of the reported was isolated to the inner coil clogged with blood and tissue. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During implant, the stylet could not be inserted into the right ventricular (rv) lead. A different rv lead was used to resolve the event. The patient was stable and there were no adverse consequences.